Event description:
It was reported to MFR that the vns pt was experiencing an increase in seizure activity, relationship to pre-vns baseline unk. The pt was referred for generator replacement surgery, due to potential end of service. A battery life calculation was performed with limited available programming history and supported the end of service claim. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date. The generator was subsequently replaced. Attempts to obtain the explanted device for analysis are underway.